Manufacturer narrative:
The reported events of failure to capture and low pacing lead impedance were confirmed. As received, a complete lead was returned in one piece. The damage found was sustained during the surgical procedure. The cause of the reported events was due to the shorting of conductors at the overtorqued inner coil which is consistent with procedural damage.

Event description:
It was reported that the patient presented to the emergency department (ed) with loss of capture of the right ventricular (rv) lead. Additionally, it was noted that the rv lead has low pacing impedance. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.